Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose was 240 mg/dl at the time of incident. The insulin pump will be returned for analysis.